Manufacturer narrative:
The customer returned, one used and thirty-three unopened/sealed packages of the wa99516c neutral electrode (lot 822-347) for evaluation. A visual inspection was performed on the one used device, and three of the new and unopened devices. The used device had red foreign material present on both the adhesive and conductive layers; however, there are no damages to the plug or cable. Aside from the foreign material, the top section of the adhesive layer that connects to the cable was partially torn. Additionally, three of the new and unopened neutral electrodes were opened for inspection. There was no readily available object to replicate the patients¿ skin; therefore, the adhesive layer of the electrode was placed onto the table and attempted to remove. The neutral electrode was removed according to the instruction for use (IFU) which indicates, "start at the corner and gently peel the neutral electrode off the patient¿s skin." The IFU also warns of the following, "removing the neutral electrode can cause lesion or irritation of the patient¿s skin." Based on the evaluation, the likely cause of the reported complaint is due to the neutral electrode being abruptly, or, forcefully removed from the skin. The IFU also instructs the user to consider the following when selecting and preparing the application site: select an application site with muscular or well vascularized, convex skin. The application site is on the top side of the patient. Remove hair growth on the application site without injuring the skin. If necessary, clean the application site. Do not use alcohol as this dries out the skin and impedes the conductivity. Let the application site dry before attaching the neutral electrode.

Event description:
The service center was informed that at the conclusion of an unspecified procedure, the patient¿s skin was found attached to the pad. The patient¿s course of treatment is unknown.